Event description:
It was reported, the patient was experiencing ineffective stimulation in her left arm. As a result, the patient underwent surgical intervention on 03/03/2015 during which an additional lead was implanted (original lead was not removed). The issue resolved with the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.